Manufacturer narrative:
E1: reporting address state: (B)(6).reporting institution phone number:(B)(6). Reporter phone number:(B)(6).

Event description:
Philips received a complaint from customer biomedical engineer (bme) reporting the touchscreen on the v60 ventilator was defective. It was noted that the touchscreen does not detect touch on the first target (offset too significant) during calibration, and subsequently, the v60 can only be turned off by removing the battery and the mains cable. The issue occurred during touchscreen calibration. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the bme and confirmed the reported issue. The rse advised touchscreen replacement. Onsite service was requested for corrective activity. Investigation is ongoing.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and confirmed the reported issue. The fse replaced the touchscreen and completed calibrations successfully. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.